Manufacturer narrative:
The associated complaint device was returned to be evaluated. The visual inspection of the returned device confirms the stated failure. The tension gauge is broken into 2 pieces. Both pieces of the gauge was returned. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Our investigation did not determine a specific cause of the failure; however the device shows significant signs of use, it was manufactured in 2016. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that the tension gauge snapped during gap measurement.